Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported during a procedure the cassette ID failure occurred. The surgery was canceled due to this event, it is unk what harm occurred to the pt. Additional info has been requested but none has been received to date.